Event description:
We purchased a mirada workstation from cti in 2004 for the purpose of providing fused images for our pet scans. We paid upgraded costs for the ability to view images online, and to create cd's incorporated with the viewer that we could release to our referring physicians. The online images do not display correctly, and the cd's work less than half then time. These are issues that have been known for well over a year now, and are still unresolved. I am aware that there is a software upgrade that solves the problem with the cd's, but mirada -now under the umbrella of siemens medical-, has refused to release that version to me to solve our problem. It is very embarrassing and frustrating when a radiation oncologist calls me and I have to explain that the cd didn't work, or that he is unable to localize a malignant lesion with the online viewer. I am hoping the FDA can help convince siemens medical that this is a problem that needs to be dealt with promptly, and not ignored as seems to be the routine with siemens.